Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut lips [lip injury]. Cut gums [gingival injury]. The cutting of the skin [laceration]. Metal rod at the top of the head is loose and not connected properly [device connection issue]. Heads falling apart [device breakage]. Heads falling apart and cutting gums and lips [injury associated with device]. Case description: a male consumer reported that he recently purchased a pack of oral-b precision clean brushheads and his partner of unspecified age and gender had issues with the heads falling apart when he or she used them with an oral-b rechargeable toothbrush, version unknown, noting that in some cases it was cutting gums and lips. The consumer described that it appeared that the metal rod at the top of the brushhead was loose and the head was not connected properly. The case outcome was unknown. No further information was provided. 30-dec-2015 received follow-up email from consumer: the consumer reported that a bolt had become loose and continued to do so while he and his partner were brushing. Additionally, he indicated that there was a gap that had been responsible for the cutting of the skin. The case outcome remained unknown.

Manufacturer narrative:
11-jan-2016 product investigation results: reporter returned 2 toothbrush heads on 11-jan-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Cut lips [lip injury]; cut gums [gingival injury]; the cutting of the skin [laceration]; metal rod at the top of the head is loose and not connected properly [device connection issue]; heads falling apart [device breakage]; heads falling apart and cutting gums and lips [injury associated with device]; product counterfeit [product counterfeit]. Case description: a male consumer reported that he recently purchased a pack of oral-b precision clean brushheads and his partner of unspecified age and gender had issues with the heads falling apart when he or she used them with an oral-b rechargeable toothbrush, version unknown, noting that in some cases it was cutting gums and lips. The consumer described that it appeared that the metal rod at the top of the brushhead was loose and the head was not connected properly. The case outcome was unknown. No further information was provided. 30-dec-2015 received follow-up email from consumer: the consumer reported that a bolt had become loose and continued to do so while he and his partner were brushing. Additionally, he indicated that there was a gap that had been responsible for the cutting of the skin. The case outcome remained unknown.